Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to: aspirin, celebrex, clindamycin, clonidine, hydralazine, iron, lidocaine, metoprolol tartrate, viagra. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to persistent false lumen perfusion, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), and reoperation.

Event description:
On (B)(6) 2015 the patient underwent re-intervention for false lumen perfusion of a type b uncomplicated dissection. A conformable gore® tag® thoracic endoprosthesis (tgu454510/13518731) was placed at the proximal origin of the celiac artery and was reportedly ballooned aggressively; however, the filling of the false lumen was not resolved. The physician elected to embolize the false lumen with three 24mm medtronic iliac occluders, placed adjacent to the distal end of the gore® tag® device in an attempt to occlude the false lumen flow. It was reported that after placement of the iliac occluders, the false lumen had thrombosed. On (B)(6) 2015, the patient presented to the facility complaining of right-sided chest pain, and was found to have persistent filling of the false lumen and thoracic aortic aneurysm growth (amount not specified). On the same day, a procedural aortogram confirmed persistent false lumen perfusion where the previous occluder plugs were placed at the level of the celiac artery. The physician was able to cannulate the defect causing the false lumen fill and place a 22mm amplatzer plug. According to the report, false lumen filling had ceased once the plug was placed, and true lumen flow was improved. The patient tolerated the procedure. On (B)(6) 2016, follow-up computed tomographic angiography revealed no evidence of growth in the thoracic aortic aneurysm when compared with pre-operative images. The patient's overall flow was reportedly stabilized.

Manufacturer narrative:
Review of the file determined this event to be non-reportable, as false lumen perfusion adjacent to the distal end of the device is not an unexpected clinical result due to fenestrations in the distal device treatment area. This medwatch will be voided.